Event description:
Repair request initiated for device with the report of attachment foot being damaged by tool contact. It was reported that there was no patient involvement and no patient impact. Repair request escalated to product event based on reason for return. The device damage was identified prior to use.

Manufacturer narrative:
Report confirmed. Photograph determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ we will continue to monitor this complaint type for trends. (B)(4).